Manufacturer narrative:
(B)(4). As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this implantable cardioverter defibrillator (ICD) with this right ventricular (rv) lead exhibited high shock lead impedance measurement of more than 125 ohms. The health care professional (hcp) called to ask for recommendations regarding the alert. Boston scientific technical services (ts) discussed that the patient should be brought to clinic for full device check and isometrics to confirm if there was noise. Two commanded shocks could be given to fully test the lead integrity. The hcp will call the physician and will discuss patient's clinic visit. Attempts to obtain additional information were unsuccessful. No adverse patient effects were reported. The device and lead remain in service.

Manufacturer narrative:
At this time, the product has not been returned. If the product is returned, analysis will be performed and this report would be updated at that time.

Event description:
Additional information indicated this right ventricular (rv) lead was abandoned surgically and replaced. No additional adverse patient effects were reported.